Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced a low blood glucose (bg) level and went to the emergency room (ER) and/or was hospitalized; bg value was not provided. The customer alleged that the pump provided too much insulin; however, declined troubleshooting with tandem technical support and declined to provide further information; therefore, the alleged root cause could not be confirmed. Date of event is approximate.